Manufacturer narrative:
The technician found that the bed was not zeroed prior to putting a pt in the bed, user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech zeroed the bed without a pt in the bed to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the bed exit would not engage (set). The bed was located on the 3rd floor at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).